Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative antibody screening tests of a known anti-c and anti-jk(a) with two different lots of biotestcell 1&2 on tango infinity while running validation samples on this newly installed instrument. The customer reported that tango infinity called the results negative when on visual assessment they appeard to be weak positive. The customer also reported that there were streaks on the images. After cleaning the optical filter the samples were tested again and yielded correct positive results as expected. The customer did neither return the supposedly defective products nor the patient samples that had caused false negatives. At the time the customer filed his complaint, biotestcell lot 8650021-00-00 was already expired. Therefore our qc lab's retention sample was not tested. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Our quality control laboratory tested their retained sample of biotestcell 1&2 lot 8703021-00 with different samples and controls, including anti-d, anti-c and anti-jk(a) in tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed that the allegedly defective lot 8703021-00 of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. A complete metrology was performed including performance verification. A dispense pump was noticed to fail and it was replaced. The optical filter was cleaned. A camera adjustment was made which resulted in better values than compared to previous values. The instrument was confirmed to return to full operation.